Event description:
It was reported to boston scientific corporation that during a procedure to remove a contour vl ureteral stent, the physician discovered that the renal coil of the stent had formed a knot, making it difficult to remove. Reportedly, all was in order with the stent when it was placed two weeks prior. The stent was successfully removed in one piece using a grasping device and basket. Approximately one and one half hours of additional procedure time was caused by this event. The patient remained in the hospital for an additional day because the physician was concerned about the trauma caused by the difficulty removing the stent, and the patient underwent "observation and routine treatment." It was reported on (B)(6), 2011 that there have been no complications or lingering problems to the patient since the procedure, and he is stable and recovering well.

Manufacturer narrative:
(B)(4).